Event description:
It was reported that the customer found air bubbles in the reservoir. Size of air bubbles 2 to 3 mm. It was stated that the air bubbles occurred after 6 hours of use. Customer stored insulin at room temperature. Reservoirs were not prefilled and insulin pump was not rewound with a reservoir in place. No insulin leaks were detected. Blood glucose value is 194 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.